Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 127-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer read 444mg/dl fasting on (B)(6) 2016 at 07:49am. Customer only had one test strip left, could not run back to back blood test.

Manufacturer narrative:
(B)(4). Customer returned the meter on 9/22/2016;meter received at the lab on 9/23/2014;meter evaluated on 10/4/2016 by qc lab. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 127-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is 6/11/2016. The meter memory was reviewed for previous test result history: the 133mg/dl (B)(6) 2016 02:00 am fasting: yes, the 134mg/dl (B)(6) 2016 09:00 am fasting: yes, the 97mg/dl (B)(6) 2016 08:00 pm fasting: yes, the 225mg/dl (B)(6) 2016 12:25 pm fasting: yes, the 174mg/dl (B)(6) 2016 08:49 am fasting: yes. Customer read 444mg/dl fasting on (B)(6) 2016 at 07:49am. Customer only had one test strip left, could not run back to back blood test.